Event description:
It was reported that the patient had experienced cellulitis infection at the infusion set insertion site event and the patient was hospitalized and treated with intravenous antibiotics.

Manufacturer narrative:
E1: (b)(6). Based on the available information, this event is deemed to be a Serious Injury complaint.Request was performed for additional information including lot number; however, lot number was not provided.A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 8021545.